Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage being too low for the projected remaining capacity. Engineering analysis confirmed low-voltage fault, and power consumption is increasing in a gradual fashion. A device replacement was recommended or reassess within 90 days. To date, the device remains in service. No adverse patient effects were reported.